Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case reservoir tube window corners, cracked case near display window corners, missing end cap sticker, bleeding lcd glass and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that there was missing piece on top of the reservoir also had a crack on right corner of lcd screen. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.